Event description:
It was reported in a literature review that the patient underwent sling procedure on an unknown date. During the procedure, the patient experienced bladder and vaginal fornix injury. Approximately 6-12 months following the procedure, the patient experienced post-operative groin pain, urinary stress incontinence, urinary urgency incontinence, bladder outlet obstruction, overactive bladder and vaginal exposure. The patient underwent re-intervention for vaginal exposure and reoperation for persistent urinary stress incontinence. The patient received post-operative analgesic treatment for pain management. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: (B)(4).